Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states drive mode 1 and 3 will not come out of standby while using the sip-n-puff.